Event description:
Pinnacle hip implanted. Had severe abdominal pain for 11 days. Twenty four hours a day. Finally able to control with pain medication. All exercises were done and have not helped. Hip dislocated on (B)(6) 2010. I had been to surgeon 24 hours prior. Told him something was not right. Took x-ray, could not see a problem and to go home. I am in good health. No heart or blood pressure problems. Very active prior to operation. I am still unable to walk long distance, climb stairs and am still on pain medication. Surgeon says can do nothing, just keep exercises. This is not right and have shooting pains and muscle spasms in upper thigh. Would like a fairly normal life back. This hip is not right.